Event description:
Add'l info rec'd from MFR 1/24/01: distal conductor fractured; full lead returned for analysis.

Event description:
The lead was obviously fractured and dr was unable to pass a stylet down to the lead and therefore, unable to undo the extendable helix in usual fashion. Able to unscrew the lead. No extraction equipment needed.